Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2800 aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 5 months due to stenosis and insufficiency. The tavr was performed with a 23mm 9755rsl valve. Per 2016 operative report, pre-op tee showed aortic stenosis and insufficiency. The patient underwent successful tavr/viv procedure. The patient was taken to the ICU in stable condition and discharged on pod #4.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h4, h6: (type of investigation, investigation findings, investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease (cad), coronary artery bypass graft (CABG), smoking, chronic kidney disease (ckd).